Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left hand shunt vessel. During shunt pta, after the wire passed through the lesion, a 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.